Event description:
The customer reported to olympus, the xenon light source had no endoscopic images. The issue was found during reprocessing. The patient was not under anesthesia and there was no delay or reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a printed circuit board failure, and a worn and corroded scope socket. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The issue was found before a diagnostic gastroscope procedure that was completed with another set of device. No delay was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: b5, d10 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that print board failure occurred due to wear and corrosion on the scope socket. Olympus will continue to monitor field performance for this device.